Manufacturer narrative:
A revision surgery was reported due to periprosthetic fracture of the femoral bone. A polarstem ti/hastem, tandem liner and oxinium head were explanted but not returned for investigation. Due to the fracture of the femoral bone, only the stem will be considered in the following examinations. It was a polarstem cementless stem ti/ha std 2. No clinical/medical documents have been provided. Furthermore the stem complained about was not sent back for investigation. A thorough examination could not be performed. The batch record review reveals no deviation which could relate to the reported failure mode. Furthermore no other complaint can be found for the reported batch number. Bone fracture is by the way a known side effect and is described in the IFU lit. No. 12.23 ed. 05/16. Nevertheless, the risk of this failure to occure is considered to be low and is justifiable by s+n. In conclusion, the root cause of the femur fracture cannot be definitively concluded with the information provided. It will be assumed that the reported fall of the patient had lead to the perisprosthetic fracture but without supporting clinical/medical documents no clear root cause can be identified and the root cause remains undetermined. If further information will be available the complaint will be re-assessed.

Event description:
It was reported that a revision surgery was performed due to bone fracture. Remove devices: tandem, oxinium head, polarstem.